Event description:
The plaintiff, alleges that while working as a medical lab assistant, hematology assistant and lab tech/phlebotomist supervisor, wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Pt alleges that in 1997, following a rast test, pt was diagnosed as being allergic to latex. Pt further alleges that they have become sensitized to latex, and is now subjected to increased health risks. Furthermore, they alleged that they are subject to an increased risk of anaphylactic reactions to latex products. Pt alleges that they have suffered substantial injury, pain and suffering, economic loss, past and future medical expenses, lost wages, physical and mental pain, and suffering and anguish. Finally pt alleges loss of consortium.